Manufacturer narrative:
The device has been returned/received to date. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, violently shaking and vomiting. The patient was treated with bags of saline and insulin. The patient was released two days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause a failure to deliver insulin. The pod data was free of timeouts and drive stalls suggesting the pod did not struggle to deliver insulin. No problem was found. An 0x18 safety alarm was present in the pod data indicating an empty reservoir. The investigation confirmed the reservoir to be empty. This would cause the device to stop delivering insulin. The device was found to function as expected.